Event description:
It was reported that a patient underwent an episotomy repair on an unknown date in 2024 and suture was used to perform the perineal sewing in the way of continuous sewing. The intraoperative sewing was smooth. About one week after the surgery, the patient returned to the hospital for examination due to "wound swelling and discomfort, with obvious foreign body sensation". The doctor found that the patient's wound was red and swollen, and the suture for sewing the perineum was not absorbed. It was considered that the wound healing was poor due to the suture was not absorbed. The stitches were removed and the patient was given symptomatic and anti-inflammatory treatment. Then the wound healing was improved. The subsequent adverse event report was not received. The patient is currently stable. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - what does the reaction look like and how large of an area does the reaction cover? Please provide details. - any pictures available of the reaction? - please provide additional details about the symptomatic anti-inflammatory treatment applied to the patient, (prescription steroids; antibiotics prescribed)? - was there any surgical intervention performed (product removed; re-operation; re-closure? If so, please clarify. - was dehiscence noted? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the anti-inflammatory treatment a prescription medication? If no, please describe. Please provide the patient's demographic information including age, weight, bmi at the time of index procedure. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name?